Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (204 service code) was isolated to a shorted u1003 on the computer/analog board. Additionally, upon further investigation there was liquid contamination found on the pcb. The root cause for the shorted u1003 could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).